Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not clamp the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Further investigation confirmed additional observations. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of loss of functionality to apply a clip is attributed to misaligned grips. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp the clip. The procedure was completed as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected beforehand as per facility protocol. The surgeon used and clamped without difficulty, but then the instrument would not work after the first fire. The customer did not know if the instrument moved, and it was not reported to have moved. The instrument was returned to isi. There are no images of the instrument available.